Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump shut off completely. The customer's blood glucose was 133 mg/dl at the time of incident. The customer's mother stated that the blood glucose went up to 320 mg/dl. The insulin pump will not be returned for analysis.